Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted ems after experiencing left arm pain. Paramedics delivered amiodarone en route to the hospital which converted the patient out of the arrhythmia. The device was interrogated and there were two episodes, one with vt diagnosis, and one with svt diagnosis which should have diagnosed as vt. Svt was inappropriately diagnosed. The ICD delivered inappropriate shock. Programming changes were made. Patient will be followed normally.